Manufacturer narrative:
Follow-up #1: date of submission 10/21/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2013 with the following findings: the keypad was fully intact with no peeling or damage observed. The ok and contrast buttons responded properly while the up arrow and down arrow buttons responded intermittently. The contrast and ok buttons were worn. Contamination was observed under the contrast, up arrow, and down arrow buttons when the keypad was removed. Unrelated to the keypad complaint, the pump booted to the verify screen with a dim pink contrast. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up and down buttons are not responding as they should. This issue has been noticed for the last 2-3 weeks. It was reported that the buttons has to be pressed multiple times to get them to respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.